Event description:
Critical care monitoring catheter was inserted but could not be deflated. Balloon had to be ruptured in order to be removed from the pt. A new catheter was placed and worked fine. No pt harm. Dr thought the catheter might have kinked. Pt was discharged to her home as "very sick", but this was due to her diagnosis of "cardiac problems" she refused to have coronary artery bypass surgery performed. No add'l info expected.